Event description:
It was reported that high impedance was detected on the patient's generator. The patient was referred for x-rays; however, x-rays have not been received or reviewed by the manufacturer to date. It was reported that the patient's generator was disabled due to high impedance detected. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.